Manufacturer narrative:
Patient information was not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: software (B)(4) s7 synergy spine. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, they took a 3d spin and the rad tech said that he had the orientation selected correctly on the pendant, however, when it was sent over to the navigation system, the surgeons said that it was incorrect. (B)(6) corrected the orientation on the side of the navigation system per the surgeons instructions. He had them check accuracy and they said that it was fine. Then with the post op spin, the screw placement was allegedly off by varying measurements in different directions. At this point, the surgeons decided to abort navigation and use c-arms to correct screw placement. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated, unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the surgeon refused to provide patient information. The amount of inaccuracy was unknown, one of the screws was superior to the intended target. The manufacturer representative reported that the cause of the inaccuracy was using a spin with the wrong patient orientation.